Manufacturer narrative:
A review of the functional testing, complaints history, device history record, manufacturers instructions, quality control data and visual inspection of the returned device was performed during the investigation. A complaint history search revealed this complaint to be the only complaint associated with the complaint lot number. One device was returned for investigation. A functional test was performed and the unidex handle (udh) actuated the basket formation to the open and closed position. There were no kinks noted in the basket sheath. A visual examination did note that one of the basket wires had pulled out of the cannula. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and 2 non-conformances were noted. Appropriate personnel was notified regarding this issue. Based on the provided information a definitive root cause cannot be established or reported at this time. Per quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported by the user facility that a patient underwent an unspecified procedure using an ncircle tipless stone extractor. The reporter also stated the extractor was defective and additional information indicated that the basket did not work. Additional information was requested but not provided.